Event description:
It was reported that during an implant attempt of a right atrial lead, there was a questionable outer insulation break. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer insulation was kinked/buckled. It was noted that all of the conductors were stretched, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.